Manufacturer narrative:
Continuation of d10: product ID: tm91scs (serial: unknown); product type: implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was for only the last week when recharging the ins it took 1.5 hours to get to 100% when they usually start at 30% battery for ins. The patient (pt) noted it use to take 20 minutes to charge but now it took an hour. Pt would be recharging at excellent. Pt made a comment that the communicator kept shutting off when recharging the ins. Pt claimed their communicator was not working right because when recharging the ins the communicator would eventually turn off; agent reviewed the communicator sleep state if not being used. During call pt reset the wireless recharger and closed all applications. Pt attempted to recharge the ins and got excellent connection, pts ins was at 70%. Pt will monitor ins charging and call back if needed. No symptoms were reported.